Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump, cracks on the casing, buttons were unresponsive, had a no delivery and failed battery test alarms. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify battery out limit and failed battery test due to unresponsive button. However, keypad flattened button dome switch was found on up and down.